Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during the investigation, the battery compartment was found to be cracked with visible moisture present. A leak test was performed and failed due to a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was opened, and no further moisture was found.

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on the results of the investigation completed (B)(6) 2017.